Event description:
While obtaining split thickness skin grafts, due to a "skipping" of the dermatome, additional skin was taken that was not needed. The additional skin was sutured back into place and a dressing applied. Patient was discharred as planned with no apparent additional long term effects noted. Padgett was evaluated by manufacture and found to have a damaged calibration plat, which has been repaired.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.